Event description:
It was reported that "staples are not coming out from the device, staples are not attaching to the skin properly, handle of the device is locked middle of the application, staples locked in the device middle of the application. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "2 patients were involved. The failures observed were: staples not ejecting in one of the units. Staples not attaching properly, and the handle locking mid-application, staples stuck inside the device on the second unit. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 2 units involved. Associated mdrs: 3003898360-2025-00841 and 3003898360-2025-00843.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler showed one misaligned staple at the front of the cover block. The stapler was returned with the trigger engaged, and there was no evidence of biological material on the device. The stapler was received with 31 staples left in the cover block, indicating the customer fired at least 4 staples. Functional inspection was performed on the sample. When engaging the trigger, no staples fired. After removing the jammed staple, the trigger was engaged, and a staple was able to be fired into the air with no issues. The jammed staple was taken for dimensional analysis and was observed to be out of specification. A device history record review was performed, and no relevant findings were identified the applicable drawing was reviewed for dimensional inspection specifications. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The stapler was returned with the trigger engaged and one staple jammed at the front of the cover block. The stapler was disassembled, and the jammed staple was removed for dimensional analysis. The stapler was able to properly fire and releases staples after the jammed staple was removed. Dimensional inspection was performed on the jammed staples. The width of the staple was 0.5595", which does not meet the specification of 0.5510"-0.5540" per the ap plicable drawing. Actions to address the staples out of specification were established as part of nonconformance, which was closed on 31-oct-2025. The returned sample was manufactured prior to these actions on 24-feb-2025. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staples are not coming out from the device, staples are not attaching to the skin properly, handle of the device is locked middle of the application, staples locked in the device middle of the application. There was no patient injury, but harm to users and lengthening of the operation time as a new device was needed, and additional costs as extra devices were needed." Additional information received on october 28, 2025, indicated that "2 patients were involved. The failures observed were: staples not ejecting in one of the units. Staples not attaching properly, and the handle locking mid-application, staples stuck inside the device on the second unit. The issue was resolved by taken a new unit to the operation. No direct harm to patient, only lengthening of the operation time and increased cost. No medical intervention was required. Patient's current condition is good." 2 units involved. Associated MDR: 3003898360-2025-00843.